Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. Customer changed infusion set and administered a manual injection to address bg. Customer resumed insulin and continued to use pump for insulin therapy.